Event description:
It was reported that the bd phaseal¿ secondary set c61 drew air into the infusion bag during infusion, causing the bag not to empty.

Manufacturer narrative:
Investigation summary: DHR- review was performed on all three lots and no ncr-s raised during production that would explain this issue. No samples were available for this complaint. Only pictures of unit involved in incident. Probable root cause is molding issue with spigot part of spike component. (B)(4) is open to address this issue.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1008839. Medical device expiration date: 2022-01-31. Device manufacture date: 2018-08-21. Medical device lot #: 1007653. Medical device expiration date: 2021-11-30. Device manufacture date: 2018-05-16. Medical device lot #: 1007963. Medical device expiration date: 2022-01-31. Device manufacture date: 2018-08-12. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set c61 drew air into the infusion bag during infusion, causing the bag not to empty.